Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: approximately 5 months after the procedure. It was reported via a trial that on (B)(6)2010 the patient underwent direct stenting in the 1st obtuse marginal artery with one xience v stent and direct stenting in the proximal circumflex artery with one xience v stent. On (B)(6)2010, the patient experienced angina with shortness of breath. The patient underwent a diagnostic coronary angiogram and subsequent revascularization through percutaneous coronary intervention (pci) of the proximal circumflex lesion with a non-abbott stent and the non-target mid circumflex artery on (B)(6)2010 with a non-abbott stent. The patient was discharged on (B)(6)2010 and the patient's condition resolved. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.